Event description:
On (B)(6) 2024, a customer in france reported to hologic a potential false positive hiv result on a sample tested with the aptima hiv-1 quant (dx) assay. The sample was taken from a deceased person qualified for organ donation and was expected to be hiv negative. On (B)(6) 2024 the sample resulted as 99 copies/ml ¿detected¿. The same sample was retested on (B)(6) 2024 and resulted as ¿not detected¿. On (B)(6) 2024, the customer confirmed the ¿not detected¿ result was reported. On (B)(6) 2024, hologic became aware the retina from the organ donor had been used for organ donation.

Manufacturer narrative:
On (B)(6) 2024 , a customer in france reported to hologic a potential false positive hiv result for sample ID (B)(6) in worklist (B)(4) performed on (B)(6) 2024 , with the aptima hiv-1 quant (dx) assay from master lot 445892 on panther instrument sn# (B)(6). The sample was derived from a deceased person qualified for organ donation. The sample was positive at 99 copies/ml. Customer retested the same sample on (B)(6) 2024 , in worklist (B)(4) on a different panther (sn# (B)(6) ) with aptima hiv-1 quant (dx) assay master lot 445892 and the sample resulted as ¿not detected¿. Hologic reviewed logs and amplification curves provided by the customer. Log review confirmed the presence of hiv target but could not determine if the target was from the patient or introduced during sample collection/handling. Field service and log review confirmed there were no signs of hardware issues with the instrument that could have interfered with the results. On (B)(6) 2024 , hologic became aware that the retina from this organ donor was used for organ donation, and that the customer had decided to take the responsibility.